Event description:
It was reported that the customer experienced low blood glucose of 66mg/dl. The caller was shopping and did not eat enough for the boluses she gave herself. The customer stated that she went to seek medical attention after contacting her doctor and informed him that her meter was reading over 600mg/dl. When the customer was tested at the hospital her glucose level was in the 200s mg/dl. The caller was told at the hospital that the steroids in the breathing treatments she had been taking were probably the cause to increase her glucose level. The customer was treated with a manual injection and sent her home. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.